Manufacturer narrative:
Additional information added; section; b.5. (Patient/event information clarified). Correction; h.6. (Patient code). The customer¿s report of the maxzero portion of the bi-fuse was wet was not confirmed. The extension set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Clear liquid was observed inside the set¿s tubing. No other abnormalities were observed during visual inspection. Functional testing showed no anomalies. The root cause of the customers reported leaking could not be determined.

Event description:
It was reported that the maxzero portion of the bi-fuse was wet, the defective tubing was replaced. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the maxzero portion of the bi-fuse was wet, the defective tubing was replaced. There was no patient impact.